Manufacturer narrative:
Visual evaluation of the returned device revealed no physical damage to the delivery device. There were no defects on the mesh carriers. It was noted that the mesh assembly was unraveling at one end in the proximity of the mesh carrier. Additional information was received from the complainant on (B)(6) 2010. The operative report was received, which included patient medical history. It was confirmed on (B)(6) 2010 that all other steps taken were routine procedural actions.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01586 for a description of the first device. It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. According to the complainant, during the procedure, the physician inserted the mesh carrier into the internus muscle of the patient's right side and deployed the mesh from the delivery device. He then tested the mesh by pulling down on it slightly with his fingers to see if it was seeding into the muscle correctly. It pulled out of the muscle very easily. The entire device was removed from the patient. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01586 for a description of the first device. It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. According to the complainant, during the procedure, the physician inserted the mesh carrier into the internus muscle of the patient's right side and deployed the mesh from the delivery device. He then tested the mesh by pulling down on it slightly with his fingers to see if it was seeding into the muscle correctly. It pulled out of the muscle very easily. The entire device was removed from the patient. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4)